Event description:
The nurse (rn) who changed the total parenteral nutrition (tpn) bag at noticed the old bag had more than expected amount of tpn fluid in it. The bag, tubing and pump were left for further investigation. An attempt was made to empty the bag using the pump; the pump was not working. The pump was set to run at the rate of 999, the volume showed delivery of 200 ml after 15 mins but only 30 ml was collected in the cup. The pump was removed from service.